Event description:
It was reported that there was oversensing in the right ventricular lead due to muscle activity/noise during patient seizures. The sensitivity was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.